Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during suprapubic use, the catheter did not deflate. 10mls of water was used to inflate the balloon, and no sutures, clamping, or regular irrigation was performed. After 10 weeks in situ, the catheter could not be removed. Subsequently, the patient had to go to the hospital for removal and re-catheterization.

Manufacturer narrative:
Received 1 silicone catheter in open packaging. The reported issue was unconfirmed. The problem could not be reproduced. Per visual inspection no obvious defects were found. Following the functional evaluation the returned sample was inflated with air and deflated without any issues. The catheter balloon was inflated with a 10cc mix of tap water and blue methylene using a syringe, and later deflated without difficulty. Under visual evaluation with 10 x magnification glass, the notch perforation was correct. No defects were found following deflation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol."

Event description:
It was reported that during suprapubic use, the catheter did not deflate. 10mls of water was used to inflate the balloon, and no sutures, clamping, or regular irrigation was performed. After 10 weeks in situ, the catheter could not be removed. Subsequently, the patient had to go to the hospital for removal and re-catheterization.